Manufacturer narrative:
A philips technical consultant (tc) onsite tried several times to duplicate problem by powering on and also trying from standby mode and could not duplicate it trying to take o2 readings by itself. The tc hooked up and checked vital signs with a simulation (sim) box; all signs were working properly. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an earlyvue vs30 indicating that the vital sign machine was taking the oxygen by itself without anyone being hooked up to it. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.